Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 39 mg/dl. The customer was treated for the low blood glucose with food. The customer manually suspended their insulin pump. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.